Event description:
The customer reported that the image on one of the monitors jumps continuously and the other monitor is black. No pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep repaired the connector on the interconnect cable. The system has been tested and operates as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.